Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction. It was reported that the reason for the call was the patient reported that they just had dialysis catheter put in 2 weeks ago, and yesterday they went in to have it flushed to make sure it worked. The patient stated that after they left the clinic, they got a fairly severe but dull pain on their rectum. The patient had shut off the ins and the pain went away; they turned it back on this morning and it was all normal again. The patient stated that the dialysis catheter worked fine, but when they were putting in the fluid it felt like they were being stimulated briefly. It was fine, but when they hit a bump that was when the pain started and slowly got worse as they got home, though it didn't last. The patient mentioned that they would be doing home dialysis. The agent reviewed that our labelling recommends turning the therapy off while driving to avoid sudden stimulation. Redirected to the doctor if issue persists. Agent documented reported events.